Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia and patient death could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product has been received for evaluation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to ventricular fibrillation which led to cardiac arrest. Additional information was not provided.